Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) discussed options for sync max energy shock to test true shock lead impedances. The health care professional (hcp) will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.